Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients did not show up at the station. The customer informed that the issue has been resolved. The system functioned as intended after the troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system jc ICU patients did not show up, all patient's status were showing as admitted in the server. The customer stated that there was a delay in issuing medication to patients due to this malfunction. There were no adverse events or injuries reported based on this event.